Manufacturer narrative:
Additional information: PMA/510k: similar product to 190-000. Investigation summary: the information to enable further investigation, such as a kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The customer reported conflicting results with the ID now covid-19 assay on (B)(6) 2022. The first test generated a positive result. Retesting was performed with the same sample receiver which generated a negative result. The patient was reported to have been asymptomatic and no delay in treatment occurred as a result. No additional information was reported.